Event description:
A product liability claim was raised. It was reported by pt's counsel that his client received a sulox ceramic head and cls stem, in her left hip on (B)(6) 2008. On an unk date and time, the pt was suffering from pain. Due to loosening of the cup, this had to be replaced. The pt underwent revision surgery on (B)(6) 2010. The stem was stable and did not need replacing.

Manufacturer narrative:
The MFR did not receive the affected device and x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. An updated report will be submitted once the product is received and investigated and the result is made available. Zimmer reference number (B)(4).